Manufacturer narrative:
Device received unable to perform the displacement test due to broken or detached end cap. No loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose. The customer's blood glucose level was 352 mg/dl at the time of the incident. The customer stated that the motor cap popped off. The customer was advised to discontinue use of the insulin pump and treat as per the healthcare professional's instructions the device will be returned for analysis.